Manufacturer narrative:
Pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. Pump error 53/4 alarm found in the pump history due to software error.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 126 mg/dl. The customer stated that they were able to clear the alarm. The customer also stated that they able to rewind the insulin pump. The customer was performed self test twice and they got hardware low level failures. The insulin pump will be returned for analysis.